Manufacturer narrative:
The device is available for investigation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a tego¿ connector where it was reported while using tego on the patient blood leaked after handling. The device was replaced with universal occlusive caps (without valve). The status of the product at the time of the event is during dialysis session. There was patient involvement and unknown adverse event/human harm. The customer requested an evaluation letter.

Manufacturer narrative:
Even though no product sample, videos or evidence were shared, complaint of leaks on item d1000 can be confirmed. Based on device history report (DHR) lot reviewed, this lot had been involved in similar complaints. The probable cause is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.